Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the sureform 45 curved-tip stapler instrument remained closed and was not possible to clamp or fire during the first firing attempt. This issue was reported to not be related to tissue thickness. The customer removed the instrument without it making any firing after the jaws were opened normally. The sureform 45 stapler was not used again. The procedure was converted to open surgery after the first port incision due to the complexity of the case and surgeon decision based on experience.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Logs showed the sureform 45 stapler was installed on the system 2 times and fired 2 white reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.